Manufacturer narrative:
Samples were not received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the defect and root cause analysis. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes.

Event description:
The customer reports two screw spike sets had a leak in the spike during set up. The operator of the product involved is unknown. The product has been used at unknown location. Reporter has informed that samples are not available for evaluation. There are no companion samples to be returned. A photograph was provided. There are no other deficient products used during the event. There was no patient involvement, therefore, no patient injury, medical intervention or adverse reaction is associated with this event.